Event description:
A report was received that a pt's ipg had flipped in the pocket. The pt underwent a revision surgery and is reportedly doing well.

Manufacturer narrative:
This is the final report.